Manufacturer narrative:
One healing abutment consistent with the drawing was returned fractured. There is what appears to be biological material present. The drive feature of the healing abutment is in functional condition. The lot number for the healing abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured healing abutment screw. The implant remains placed.